Event description:
The actual residual volume in the pump was greater than the expected residual volume. The specific values for the volumes were not provided; it was reported that there was a 4-5ml volume discrepancy. The pump was interrogated and a motor was stall and recovery were found in the event logs on (B) (6) 2010; the stall occurred at 11:35 and recovered at 12:32. The patient did not have an MRI and was not in a known magnetic field. The patient had heard the pump alarm recently but no other stalls were noted in the logs. A dye study was performed and no problem was found. Additional troubleshooting was recommended. The patient was not having symptoms. The device system was used to deliver dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).